Manufacturer narrative:
The patient required revascularization of the treated lesion. This is being reported as a follow-up to the clinical study. Patient information regarding relevant tests or laboratory data is unknown. This information was not available from the facility. Availability to enter this information is still work in progress at (B)(4), thus the drug information is noted below: brand name: stellarex 0.035 otw drug-coated angioplasty balloon. Common name: paclitaxel drug, 1.3 mg. Therapy date: (B)(6) 2017. Adjunct to pta in the treatment of denovo or post pta occluded/ stenotic or restenotic lesions (excluding in-stent) in fem-pop arteries lot #: fxv16l30a. Expiration date: 12/09/2018. UDI #: (B)(4). Report source: foreign- (B)(6) / study name- (B)(6): patient ID #(B)(6). PMA 510(k): PMA number is not applicable. The device has a ce mark that was used in an investigational application. / combination product is applicable during the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2017, three stellarex catheters were used to treat the target lesion of the left mid, distal sfa and proximal popliteal. Approximately one month post index procedure, the patient reported increased claudication and atypical ischemic rest pain in the left leg. Four months following the index procedure, a high grade stenosis of the left popliteal artery was identified on cta. A successful revascularization of the target lesion was performed on (B)(6) 2017. The physician indicated this is possibly related to the study device or procedure.